Event description:
Pt had placement of a 30 mm gore helex septal occluder on (B)(6) 2013. On (B)(6) echocardiogram noted device in place however on (B)(6) a CT of abdomen and pelvis performed to evaluate for pe and a foreign body was noted in the abdominal aorta. The helex had become dislodged and pt was taken to cath lab to retrieve the device.